Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and successfully reset the pump, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any issues reoccur.